Event description:
Philips received a complaint by the customer on the v60 indicating that device is giving patient side occluded with no occlusion on device. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting onsite service to have unit evaluated and repair what is needed. Investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the faulty gas delivery system to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.